Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was using a non-tandem wall adaptor and charging cable to charge the pump. During troubleshooting with tandem technical support, it was confirmed that the alert cleared, and the pump was able to charge successfully. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.